Event description:
It was reported that during rv - can dft testing, the device was unable to convert as the patient would break their own rhythm. After several induction attempt the device aborted hv delivery and a possible high voltage lead issue alert was received. Low hv lead impedance suspected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasions were found at 15.7-18.6cm and 17.3-20.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at 15.7-18.6cm from the connector pin. This is consistent with the reported field event.